Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 3 times daily and manages her diabetes with oral medications of metformin pills (1000mg) and glyburide pills (10mg) 2 times daily. The patient confirmed the alleged issue began on (B)(6) 2012 at 10am. The patient reported blood glucose readings of "138 mg/dl" with the subject meter and "104 mg/dl" on another meter (doctor's unknown brand meter), performed less than 30 minutes of each other; which is not within her normal blood glucose range of in the "middle 90's mg/dl". Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl. Despite the alleged issue, the patient stated she continued to take her dose of medications as usual. A week after the alleged issue began, the patient reported feeling sweaty and weak at approximately 9am; which she associated as low blood sugar symptoms. In response to the symptoms, the patient stated she ate a snack and had a light breakfast. Within 45 minutes later, the patient confirmed she felt better. The patient stated 2 hours after she felt better she tested on the subject meter and obtained a result that was within her normal blood glucose range. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and an approved sample site was used; however the controls solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/23/2012)-device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and the primary complaint was not confirmed, no faults were found. On (B)(4) 2012 the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.